Event description:
Patient was revised to address pain and metallosis.

Manufacturer narrative:
Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified doi information for the left hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Manufacturer narrative:
Update: (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered pain, disability, was exposed to chromium and cobalt as a result of the asr implant and has been damaged physically from said exposure. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Update - (B)(4) 2012 - patient's operative notes were received. It was noted the patient had mild corrosion at the trunnion. The stem and sleeve were added to product pages and the complaint re-opened. Update - (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified doi information for the left hip. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Doi: (B)(6) 2007 (left). Update - (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered pain, disability, was exposed to chromium and cobalt as a result of the asr implant and has been damaged physically from said exposure. There is no new information that would change the outcome of the investigation. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.